Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. Imagery was provided by the site for review and the following was observed: tortuosity present on the descending aorta and access vessels. The patient¿s access vessels were undersized vessel (<5.5mm) on either side. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon torn was unable to be confirmed. Due to unavailability of returned device and relevant imagery, additional visual, dimensional, and/or functional testing could not be performed. Therefore, a presence of manufacturing non-conformance could not be determined. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU and training materials revealed no deficiencies. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in ts 39110, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Per the complaint description, there was tortuosity present in the descending aorta as well as the ilio-femoral vessels. Additionally, it was stated that there was a large amount of tension present in the delivery system due to the tortuosity. This would have likely resulted in difficulty performing valve alignment. It is likely that tortuosity and tension in the system caused the separation of the inflation balloon to crimp balloon bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). If high tension is present in the system during alignment, it may have resulted in increased forces being applied to the I/c bond area. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ the available information suggests that patient factors (tortuosity) and procedural factors (performing valve alignment in non-straight section of aorta / tenison build-up) may have contributed to the complaint event.   Since no labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor pra is required at this time. However, the balloon torn issue and it associated risks have previously been assessed and documented in a pra and a CAPA was initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a territory manager that a balloon tear occurred during a transfemoral tavr case. As reported, the patient's access vessels and aorta were very tortuous which created tremendous tension on commander system. The physician noted difficulty advancing the system. Valve alignment was performed successfully. However, during rapid pacing, the balloon did not inflate and the 26mm valve was unable to be deployed. Blood was observed in the inflation device which indicated the commander balloon was compromised. It was believed that the balloon was likely lacerated during valve alignment due tortuosity and tension. The valve and delivery system were retrieved through 14 fr. Esheath together from the patient. A new 14fr. Esheath was inserted and a second 26mm valve was successfully deployed. Upon completion the patient became increasingly hypotensive, was intubated, and angiography revealed tear/dissection in right external iliac artery extending into femoral artery. Four covered stents were successfully placed and the patient's blood pressure stabilized. The device was discarded and is not available for return.